Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device would not open. During the first stapling, the surgeon used a blue cartridge on the stomach without difficulty. The surgeon charged the device with another blue cartridge, closed the jaws, starts to staple the stomach and an unusual noise occurred, as if something broke. The surgeon then tried to open the jaws, but could not. The surgeon tried to use the closing trigger several times but without success. Wanting to avoid laparotomy in this patient at high risk, he had to make him a laparoscopic gastrectomy. The surgeon had to do a manual suture of the stomach to close it. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Idler gear teeth. The analysis results showed that one ec60 device was returned with the shrouds opened with a partially fired reload loaded on the device. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 1 and 2 position; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.